Event description:
It was reported that the patient had end-stage renal failure and was admitted due to altered mental status, which was attributed to hypoglycemia and an elevated ammonia level due to a missed hemodialysis visit. While admitted the patient fell while getting out of bed. The patient became entangled attempting to reach their nurse call device which they had left in the chair next to the bed. The patient did not sustain any injuries and noted no alarms however the log file history indicated a pump stop. Log files were submitted for review and captured an electrostatic discharge (esd) event causing the pump to reset on 13mar2024. The pump did appear to resume normal operation following the event. Mechanical circulatory support (mcs) equipment was operating as intended. The patient was hemodialyzed and blood glucose levels were corrected. The patient was discharged home in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the renal failure was preexisting.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. H6: health effect - clinical code and health effect - impact code: corrected. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed the pump reset event associated with electrostatic discharge (esd). The controller event log file contained events from 16feb2024 at 6:10:55 to 13mar2024 at 6:12:50, per the timestamps. A pump reset event on 13mar2024 was noted that appeared consistent with an electrostatic discharge (esd) event. It was noted that this event caused the pump off and low flow alarms to become activated. Following the pump stop event, the pump speed ramped back up to the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the log file. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and the heartmate 3 patient handbook are currently available. Sections 3 and 6 of the instructions for use as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the instructions for use and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the instructions for use and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.